Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device was repaired and returned to service. The parts were discarded and will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently flikcering and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.